Event description:
It was reported that the patient using an iLet device did not enter meal announcements for multiple days, including the morning of the event, after which blood glucose rose to 211 mg/dL without reported symptoms, and the agent provided education and assigned additional training; the event was associated with improper use and the device¿s user interface as relevant components. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper procedure, implicating user interaction with the device interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.